Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient in israel via a representative. The patient received compounded baclofen 500 mcg/cc at a dose of 189.92 mcg/day (190 mcg/day) via an implantable pump. The patient¿s medical history was reported as ¿ms¿. It was reported that during normal use on (B)(6) 2017 the patient reported that the pump alarmed. The pump logs were retrieved which noted a motor stall occurred on (B)(6) 2017 at 13:35 with no indication of recovery. The estimated replacement indicator was 16 months. As reported there were no environmental, external, or patient factors that might have led or contributed to the event. Actions and interventions included ¿baclofen per os¿ and ¿stay at hospital¿. Patient symptoms were not reported. At the time of the report the issue was not resolved and the patient status was reported as alive-no injury. Surgical intervention was planned but not yet scheduled. The pump status was reported as implanted and out-of-service. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had experienced spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient mild withdrawal symptoms and did not to be hospitalized but received baclofen per os (as previously referenced). The pump was replaced on (B)(6) 2018 and was being returned for analysis.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.